Event description:
The pt reportedly has cellulitis and possible stitch abscess at the implant site. Bactrim was prescribed for ten days. The pt's infection is reportedly resolved and the pt is using the device.

Manufacturer narrative:
Advanced bionics considers the investigation into this event as closed. The pt's device remains implanted. This is the final report.